Event description:
It was later reported that the patient experienced overdose or underdose. The reporter was not sure of exact symptoms that occurred.

Event description:
It was reported that patient had a baclofen pump. It was noted that it was always either too much or not enough. It was noted that the pump was filled with saline ¿months ago.¿ it was reported that the pump system was explanted on (B)(6) 2014 and it was not replaced. The pump system was delivering preservative free normal saline (pfns). It was reported that the middle part of the catheter (between the abdomen and back) broke off and was left indwelling. It was noted that the pump segment, the distal end of the catheter and anchor were removed. It was reported that no diagnostic testing or troubleshooting were performed. There were no further symptoms or complications associated with the event. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that there were symptoms associated with the therapy being either too much or too little. It was reported it was unknown when the event began. It was stated that the drug changed to saline several months ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter and anchor found no significant anomaly. Catheter and anchor were damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.